Event description:
It was reported that the reservoir compartment was wet and the customer was able to smell insulin. It was noted that the leak occurred during normal use. Customer's blood glucose reading at the time of the call was 3.3 mmol/l. No further information reported.

Manufacturer narrative:
Three random sealed reservoirs were inspected and no anomalies were detected. Basal and or bolus leak test was performed and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.